Event description:
Medtronic received information regarding an imaging system being used during an unknown procedure. It was reported that the system was not exposing at all in 2d mode. The medtronic representative did not receive an error message. They had already attempted to reboot the system without success. They attempted to use the foot pedal as well. Troubleshooting information was provided. The representative was advised to check battery level and they were unable to see the indicators. They rebooted the system while on the phone and the issue resolved. Additional information was received. This occurred during a posterior cervical fusion procedure. There was about a 10 minute surgical delay and there was no impact on patient outcome. Additional information was received, it was reported that the issue occurred intraoperatively. Additional information was received, it was reported that the most likely cause was due to the handswitch since replacement for it was relatively after this case.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. This regulatory report is being submitted due to a retrospective review through CAPA 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The initial regulatory report was submitted due to retrospective review through CAPA 624392, not the previously listed 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.